Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: neuchâtel team received for evaluation a tvto device (product code 810081), batch 3939834. The product was decontaminated and well packaged. The received device was manipulated as original packaging and some components were missing. Only one part of blue mesh was returned with one white plastic needle and one guide. The mesh was cut. The tip of the white plastic needle present a damage, the tip is broken. No other damages were observed. The defect identified is not linked to a manufacturing issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. When the device was opened to be used during the procedure, one of the white plastic tips on the end was cracked/broken when taken out of the box. The staff opened another device which was unbroken upon inspection and the procedure was able to be completed with the second opened device. There were no patient consequences reported.